Event description:
It was reported that there was t wave over sensing during left ventricular threshold test. The t wave was not seen once the settings were temporarily changed to voo during testing. No other changes were made and the patient will continue to be monitored. Patient condition was good.